Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on the keypad traces. No button error alarms or frozen screen noted. No unexpected battery out limit alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 292 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.